Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements gradually rising. Technical services (ts) was contacted and recommended to continue to monitor. This rv lead remains in service. No adverse patient effects were reported.